Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Multiple attempts were made by tandem's technical service team but further information regarding the patient and the event was not obtained.